Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead experienced undersensing. Leads remain in use. Patient was admitted for sepsis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the leads were reprogrammed. It was also noted that the sepsis was unrelated to the implanted implantable pulse generator (ipg) system.